Manufacturer narrative:
The insulin pump was received with a button error alarm and unresponsive buttons due to a corroded lcd board. The unit also had minor scratches on the lcd window, cracked casing at a display window corner, cracked belt clip slot, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was beeping and that there was a black circle on the screen and a button error alarm. The patient's blood glucose at the time of incident was 172 mg/dl. The button error alarm could not be cleared. The customer did not recall if the pump had not been bumped, dropped, or exposed to moisture. The insulin pump was returned for analysis and a replacement device was shipped to the customer.